Event description:
It was reported through the research article ¿impact of heart transplant allocation change on waitlist mortality and posttransplant mortality in patients with left ventricular assist devices¿ that viewed the effect on waitlist mortality rate that the changes to the heart transplant allocation system had on left ventricular assist device (lvad) patients. There was a total of 4,406 lvad patients between october 2016 and october 2021 looked at that were divided into two groups, listing group and transplant group. Patients could be in either or both groups. The listing group contained 3,835 patients (1,232 were the old listing cohort and 2,603 were the new listing cohort) and the transplant group contained 3,486 patients. Of note there were 3 lvad devices in the study heartware hvad, heartmate ii and heartmate 3. Of the listing group 1,515 patients had heartmate 3 and in the transplant group 891 patients had heartmate 3. The waitlist mortality rates were 50 deaths for the old listing cohort and 87 deaths for the new listing cohort. Lvad brand was significantly associated with waitlist mortality (overall p=0.004). Compared with patients with heartmate ii, patients with heartmate 3 had a significantly lower risk of waitlist mortality (hr, 0.38 95% ci, 0.21¿0.69]; p=0.002).

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Tibrewala, a., chuzi, s., wu, t., baldridge, a. S., harap, r., bryner, b., . . . Wilcox, j. E. (2024). Impact of heart transplant allocation change on waitlist mortality and posttransplant mortality in patients with left ventricular assist devices. Circulation.heart failure, 17(11), e011621. Doi:http://dx.doi.org/10.1161/circheartfailure.124.011621. Division of cardiology, department of medicine (a.t., s.c., j.e.w.), northwestern university, chicago, il. Division of cardiac surgery, department of surgery (t.w., a.s.b., r.h., b.b., d.t.p.), northwestern university, chicago, il. Manufacturer's investigation conclusion: the serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system instructions for use, revision b is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.